Manufacturer narrative:
Corrected data: d1, d4.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue and subsequent delay remains unknown.

Event description:
During a premature ventricular contraction procedure, no electrical signal was present on the 3-d instrument which prolonged the procedure. Replacing the catheter tail line and restarting the radio frequency instrument, but it did not work. Finally, the catheter was replaced, which resolved the issue. An attempt to restart the system was done. There were no consequences to the patient.